Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. This issue involved cerner millennium sepsis and impacted the cloud-based product. If an affected package is installed, the registration system sends blank or empty address rows to millennium and the system may duplicate the row instead of ignoring the blank or empty values. This may cause the crawlers to become overloaded, which may lead to delayed or missed sepsis cloud notifications. The sepsis crawler gathers information from millennium tables and sends the information to healtheintent to be used in the cloud-based sepsis algorithms. This issue has only impacted one client in production. Cerner has not received communication regarding any patient injury as a result of this issue.

Manufacturer narrative:
Cerner distributed a flash notification to customers on december 13, 2024. The software notification includes a description of the issue. Cerner corporation will provide a follow-up report when the software modification is available. Cerner distributed a flash notification on march 3, 2025 to all potentially impacted client sites. The software notification includes a description of the issue and that a software modification has been released to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. This issue involved cerner millennium sepsis and impacted the cloud-based product. If an affected package is installed, the registration system sends blank or empty address rows to millennium and the system may duplicate the row instead of ignoring the blank or empty values. This may cause the crawlers to become overloaded, which may lead to delayed or missed sepsis cloud notifications. The sepsis crawler gathers information from millennium tables and sends the information to healtheintent to be used in the cloud-based sepsis algorithms. This issue has only impacted one client in production. Cerner has not received communication regarding any patient injury as a result of this issue.

Manufacturer narrative:
Cerner distributed a flash notification to customers on december 13, 2024. The software notification includes a description of the issue. Cerner corporation will provide a follow-up report when the software modification is available.